Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotic (intraperitoneal) for peritonitis. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.